Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: 2008 (B)(6), product typ extension, product ID 748295, serial# (B)(4), implanted: 2008 (B)(6), product typ extension, product ID 3387s-40, lot# v085139, implanted: 2008 (B)(6), product typ lead, product ID 3387s-40, lot# v098699, implanted: 2008 (B)(6), product typ lead. Neurostimulator model # 7426 ,serial # (B)(4), implanted 2010 (B)(6). (B)(4).

Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. The patient's right hand was shaking. The patient was also experiencing nausea. The patient saw only the 9v battery light on access review device when they interrogated the "bottom" device. (The patient referred to ins as "top <(>&<)> bottom" as one is located in the abdomen). When they interrogated the ins in the chest they saw the ins on <(>&<)> 9v battery light. If additional information is received, a follow up report will be sent. See also manufacturer's report # 3004209178-2012-03639.